Manufacturer narrative:
(B)(4). Investigation summary: four photos were received and evaluated. Two photos displayed a single loose blue fiber with one photo taken at 60x and one at 95.4x magnification. Two photos displayed a mostly clear particle with some black present with one photo taken at 75x and one at 135x magnification. Per the report provided the clear particle was identified as polypropylene and the blue fiber was identified as cotton. Based on the analysis results provided, the blue fiber was confirmed to be a dyed cotton fiber at 1mm in length, which is larger than level 3 in size. The clear fragment was confirmed to be polypropylene at a size of 380 micrometers, which is smaller than level 2 in size. Both foreign matter particles were rejectable per product specifications. Potential root cause for the plastic foreign matter defect is associated with the assembly process. Most likely the polypropylene particle was formed and introduced during assembly. Potential root cause for the blue fiber foreign matter defect is likely associated with a machine adjustment. Some of the smocks worn on the manufacturing floor are made from cotton and a fiber may have been inadvertently introduced while working on the machine. No corrective actions are necessary based on the defective rate identified. Batch 9115877 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter "polypropylene" was discovered in syringe prior to use with a 5 ml bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter: particulate found in the formulated drug product and is composed of the same material as the 5 ml syringe used to fill the product vials. The particulate was identified to be polypropylene.